Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 years, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 for myalgia and gastrointestinal bleeding. At admit labs were hemoglobin (hgb) 4.3 g/dl (13.0-17.5); hemocrit 14.1% (38.9-50.3); pt 83.5 (8.5-13.0); inr 7.49 (0.8-1.21); ptt 46.0 (25.0-37.0). Coumadin and aspirin were held. The patient was hospitalized. Anticoagulants at the time of event were aspirin and warfarin. The following day the patient was transfused with 5 units of packed red blood cells (prbc) and one additional unit the following day. The patient had a gastrointestinal consult which recommended an upper gastrointestinal (gi) endoscopy and colonoscopy. The patient was treated with protonix.. On (B)(6) 2018, an upper gi endoscopy showed a normal esophagus, superficial gastric ulcers with no stigmata of bleeding, gastric antral vascular ectasia without bleeding. It was thought that this was likely a source of chronic gi blood loss and may explain melena and anemia. The patient was treated with argon plasma coagulation (apc). Coumadin was restarted on (B)(6) 2018. A colonoscopy performed showed stool in the entire examined colon with diverticulosis in the entire examined colon, internal hemorrhoids with no blood or bleeding source found in the colon. The patient was transfused with 1 unit prbc on (B)(6) 2018, 1 unit on (B)(6) 2018 and 1 unit on (B)(6) 2018. On (B)(6) 2018; labs were hgb 7.5 g/dl; hemocrit 26.7%; pt 20.0; inr 1.85. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.